Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 562 mg/dl. The customer treated with correction. The customer stated that buttons were hard to press. The insulin pump was not returned for analysis.